Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive. The pump was functional. The customer's blood glucose readings were not provided as the customer had not started pump therapy. During troubleshooting with tandem technical support the touchscreen was functioning as intended.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction. (B)(4).

Event description:
It was reported that the touchscreen goes dark when the screen is pressed. During troubleshooting with tandem technical support (cts), the pump was confirmed to be operating as intended. Cts assisted customer with adjusting screen timeout settings. The customer's blood glucose level was not impacted as the customer had not started pump therapy.